Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
After review of the pfs received (B)(6) 2015 for MDR reportability for (B)(4), the pfs reported bilateral hips. A new com was initiated for the right hip with alert date (B)(6) 2015. Patient was revised for pain and difficulty walking.